Manufacturer narrative:
It was reported that the controller would switch to the alternative power source after the suspect battery was connected to the controller. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not available for analysis. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. As a result, the reported event could not be confirmed; the battery was able to provide power to a controller and did not cause the controller to switch to the secondary power source. Based on the available information, a possible root cause of the reported event can be attributed to an intermittent connection between the controller and battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
When the charged battery is connected to the controller unit providing power, the controller unit automatically switch to the other battery. Battery has been exchanged. No patient complications occurred during this event. No further information received at this time.